Event description:
On (B)(6) 2019, the reporter contacted lifescan (B)(4), alleging a strip cut issue with their onetouch verio test strips. There was no indication that the product caused or contributed to an adverse event. The lay user/patient¿s test strips have been returned and evaluated with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have been mis-cut during the slitting and vialling process at the time of manufacture.